Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise oversensing causing inappropriate pacing mode switch. The patient did not experienced any adverse consequences as a result of the anomaly. The physician elected to continue to monitor the lead. No changes were made.